Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, it was reported that the pump time was incorrect, after performing a pump reset. There was no reported impact to the customer¿s blood glucose level. Reportedly, customer will continue to use current pump for insulin therapy until replacement arrives.